Event description:
It was reported that a patient experienced peritonitis, manifested by cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was reported that a possible cause of the peritonitis was malnourishment, however, this was not medically confirmed. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated for the peritonitis with vancomycin (inj) injection (1 gram, once daily) and gentamicin inj (40 milligrams, frequency not reported). At the time of this report, the peritonitis was resolved and the patient was recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.